Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, the reported dissection is listed in the nc trek instructions for use (IFU) in the adverse effects section as a known adverse event. Based on the information reviewed; there is no evidence to indicate the presence of a product deficiency. Although a conclusive cause for the reported patient effect of dissection, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that using a femoral artery access approach during a procedure of the non-calcified, non-tortuous, de novo stenosis of the mid circumflex artery after predilatation with the 2.5 x 15 mm trek balloon dilatation catheter (bdc) without issue a second pre-dilatation was performed using a 3.0 x 15 mm nc trek bdc at unknown atmosphere (atm) and number of inflations. It was noted that a dissection occurred. For treatment 3 stents were deployed from distal to proximal: a 3.0 x 23 mm, and two 3.0 x 8 mm xience pro stents without issue. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.